Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (46-60 mg/dl). Customer's health care professional recommended the pump basal rate be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer addressed low bg levels with food and juice. Reportedly, the customer's low bg level resolved and the customer was "doing fine".